Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Mother is calling to report that the pump is displaying an e-8 power interrupt and the none of the pump buttons are responding. After several attempts the check button finally responds. Customer is unable to set the pump time/date because even though she lets go of the up arrow button, the hour continues to scroll after button has been released. Customer advised pump buttons have been malfunctioning since yesterday. No adverse event alleged. A request was made for the return of the device.